Event description:
Surgeon found saw blade tip broken off in the surgical site. Irrigated and suctioned site; found saw blade fragment in the suction filter. Stryker reciprocating saw blade 5100-337-233. Cut edge 27.0mm thickness 0.38mm